Event description:
Customer stated her sites get infected with a strand of strep b at least twice a month. Customer uses antibacterial soap to shower and using a scrub to prep site. Customer has had the same issues using another product. Customer also stated she has been out of sensor for two weeks due to lost sensor and not being able to calibrate it correctly. Customer stated she also gets infection on the infusion set and currently has one and has all ready scheduled an appointment with her doctor. Customer also reported the insulin pump had been alarming no delivery. Customer's blood glucose was 121 mg/dl. Customer states if her blood glucose goes high, she will treat with the device. She checks her blood glucose in two hours and if it hasn't lowered she will do a complete set change. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.